Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a normal generator change. Upon interrogation, the right atrial (ra) lead was noted with lead noise and multiple automatic mode switch episodes. Pacing impedance was also noted trending much higher than before. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
Additional information received noted the lead was explanted and replaced on 1/27/2021. The patient was stable.

Manufacturer narrative:
As received, only a connector portion of the lead was returned in one piece measuring 16.6cm for analysis. The electrical testing and x-ray examination did not find any indication of conductor fracture or internal shorts. The lead impedance test couldn¿t perform due to the damaged lead consistent with procedural damage. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, noted at 7.4cm to 7.6cm from the connector pin. The cause of the reported event of sensing noise was isolated to the external insulation abrasion found on the lead.